Event description:
Affiliate reports that the lock cap was cracked and has broken during removal. No clinical consequence to the patient however, the csf leakage could be an infection risk for the patient.